Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent engine was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available legal manufacturer: (B)(6).